Manufacturer narrative:
(B)(4). The customer reported that the device will not turn on nor power up. There was no reported involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
The customer reported that the device will not turn on nor power up. There was no reported pt involvement.